Manufacturer narrative:
The customer reported that the central nurse's station (cns) showed communication loss for one bedside monitor (bsm). Technical support (ts) is working with the customer to resolve the reported problem. There was no patient injury reported. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: 1753a, serial #: (B)(4).

Event description:
The customer reported that the central nurse's station (cns) showed communication loss for one bedside monitor (bsm). There was no patient injury reported.